Event description:
Clinical trial: it was reported that 562 days post index procedure, the pt expired. The index procedure treated the mid rca. This was a de novo lesion with 90% stenosis. The lesion was 2.6 mm wide, and 12 mm long. The physician pre-dilated the lesion prior to placing a 2.5 x 16mm taxus express2 stent. Reo-pro and clopidogrel were also administered intravenously during the procedure. Residual stenosis was 0% post deployment. The pt was discharged on plavix and lipitor one day later. On day 562, the site reported that the pt expired due to cancer. The pt had primary breast cancer that started in august of 2005. The cancer metastisized to the liver, causing the pt's death. In the opinion of the physician, there is an unk relationship between the taxus stent and the death.